Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on 8100 unit has error code 240-4150 which is the bottle side pressure sensor voltage ois too high sensor may be broke on the inside, need to replace but with bd pressure sensors they are use thrid party sensor explain to help we really can't giv ethem support on a third party parts on our unit. Customer also needs to flash a unit to get the correct serial of the unit. But does not have his firm ware files load in his profile on his asm software. And unable to locate the poc cd to load the files on, made sure I got the correct information from customer to send out to software process team to send replace (B)(4). Open ir #: (B)(4).